Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited premature battery depletion. The ICD was explanted and replaced on (B)(6) 2025. The patient was in stable condition.

Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed. The device was received in backup mode with normal telemetry communication. Analysis of the device image indicated the device was operating at elective-replacement level and was implanted beyond its projected longevity. Power on reset has occurred which turned the device into backup mode due to the expected reduction in battery capacity associated with prolonged implant duration and increase in output demands. Device was implanted exceeded its projected longevity and is consistent with expected service life. Electrical and mechanical evaluations identified no functional abnormalities.